Event description:
The user facility reported that a 62-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows due to a clot. The pump was subsequently exchanged without issue. Of note, the patient's pre-operative act was 218. 3000 units of heparin were administered and the act after insertion increased to 287. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Evaluation of the returned pump found a clot around the impeller. The root cause of the low flows was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.